Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 230 mg/dl. Customer's symptoms are dehydration, headache, dry mouth, hard time breathing and anxiety. Customer has treated with a manual injection. The hospital visit was due to diabetic ketoacidosis. Customer was treated with IV drip and insulin drip to assist with dehydration. The blood glucose reading at the time of the event was 597 mg/dl. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar/ramping numbers without button press noted. The insulin pump had stripped coin slot battery cap.